Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned, mmdg is unable to investigation the complaint. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump alarmed no food and that they were unable to resolve the alarm via troubleshooting. They also stated that they were unable to supplement the patients feeding, so there was a three hour delay of therapy during a follow up call from an mmdg clinician the patients mother stated that a new pump has been received and that the patient did not require medical intervention and had no adverse effects occur. (B)(4).